Event description:
The rv hv lead was extracted due to multiple inappropriate shocks on (B)(6) 2023. The lead is a boston scientific reliance 4-front 0693. Pacing and shock impedance were 3000 ohms and 200 ohms respectively. The patient was seen for an emergent lead extraction. The atrial lead (boston scientific 4470) remains implanted and is functioning well. No complaint against the medtronic ICD. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).